Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 'black silicone filiform double pigtail ureteral stent' broke in half in the mid ureter during removal for stent exchange procedure. As reported by the physician, the patient had a chronic ureteral stent for 3 years for ureteral stricture and successfully had 7 stent exchanges prior to this surgery. The stent had been placed in (B)(6) 2024 and the patient had been brought in for exchange. As the stent was removed, there was some resistance, and the stent snapped in half in the mid-ureter. As the physician went up to grab the distal end, a 5 cm segment broke off again. The physician had to use a flexible ureteroscope to laser off stone from the curl proximally and finally was able to grab the broken end with a basket to remove the stent. The physician described that it was unsafe to perform ureteroscopy on a stricture narrow ureter. As reported, no section of device remain inside patient's body. The patient did not experience any adverse effects due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Correction: d7a. Investigation ¿ evaluation. It was reported that the 'black silicone filiform double pigtail ureteral stent' broke in half in the mid ureter during removal for stent exchange procedure. As reported by the physician, the patient had a chronic ureteral stent for 3 years for ureteral stricture and successfully had 7 stent exchanges prior to this surgery. The stent had been placed in (B)(6) 2024 and the patient had been brought in for exchange. As the stent was removed, there was some resistance, and the stent snapped in half in the mid-ureter. As the physician went up to grab the distal end, a 5 cm segment broke off again. The physician had to use a flexible ureteroscope to laser off stone from the curl proximally and finally was able to grab the broken end with a basket to remove the stent. The physician described that it was unsafe to perform ureteroscopy on a stricture narrow ureter. As reported, no section of device remains inside patient's body. The patient did not experience any adverse effects due to this occurrence. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. The customer did provide a picture of the stent, and it can be seen to be broken; however, the encrustation wasn¿t obvious from the shared photograph. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a complaint history database was unable to complete for the device lot as it was unknown. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. ¿ the stent must not remain indwelling more than twelve months¿ periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage.¿ ¿potential adverse events ¿ stent fragmentation.¿ based upon the available information, no product returned, review of the photo provided, and results of the investigation, cook has concluded that the cause of the break was unable to be determined due to the multiple factors involved including patient anatomy and encrustation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.